Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 67 mg/dl. The customer was at the clinic to have an MRI performed, but she did not wear the insulin pump during the procedure. While at the clinic, the customer experienced low blood glucose and was treated. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.